Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 to (B)(6) 2019 due to diabetic ketoacidosis with a high blood glucose level of 926 mg/dl. The customer was new in insulin pump therapy and had it from 12 hours and he injected through bolus feature and nothing happened. The customer stated that they were ins the hospital and was disconnected from the insulin pump. The customer reported that he treated using bolus but nothing happened. The insulin pump will not be returned for analysis.